Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after receiving a replacement pump, the customer experienced elevated blood glucose (bg) levels (303 mg/dl). The customer delivered a correction bolus to address bg level. Reportedly, the customer believes the suspected cause of elevated bg levels to be due the customer's settings. System check with tandem technical support showed that the carbohydrates settings were turned off when it was supposed to be turned on. The customer was able to successfully change the carbohydrate settings to "on" and will continue to monitor bg level.